Event description:
In 2009, it was reported to boston scientific corp. That a pt successfully underwent treatment five days prior, with a prolieve thermodilatation kit as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complaint, the pt experienced the following anticipated symptoms following his treatment with prolieve. Bladder pressure sensation (intensity mild) commenced the same day; symptom is ongoing. No treatment was given. Hematuria (intensity moderate) commenced the same day; symptom is ongoing. No treatment was given. Urinary retention (intensity moderate) commenced the same day. Pt was unable to void one hour after procedure. A foley catheter was placed and symptom is now resolved. Dysuria (intensity mild) commenced the same day; symptom is ongoing. No treatment was given. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, f/u information, which was received on april 1, 2009, revealed a MDR reportable serious injury of urinary tract infection. Urinary tract infection (uti) (intensity moderate) commenced on original month, and is ongoing. Urinary analysis revealed a staphylococcal urinary tract infection. Pt was given a course of antibiotics.

Manufacturer narrative:
Other (bladder pressure sensation). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.